Event description:
Dealer advised end user coming down the ramp in rain and chair slid and hit the side of her van and caused left front rigging support assembly to bend and break. No injury. Dealer could not provide any further information...(B)(4).